Manufacturer narrative:
During the eval of the device at the mfg's service ctr, "service required" codes was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's internal battery was not being recognized. The device was not in pt use.